Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother reported that the no delivery alarm was resolved. The customer's mother stated that they also had high blood glucose of 500 mg/dl while having the no delivery alarm. The customer's mother also reported that the act button was sticking. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. No unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.